Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 98 mm long x 47 mm in diameter fusiform thoracic aortic aneurysm at zones 2-4. The diameter of the proximal healthy thoracic aorta is 38 mm, and the diameter of the distal thoracic aorta is 37 mm. It was reported that two stent grafts from another MFR were implanted distally, and a talent 44 x 44 mm stent graft was implanted proximally. The physician then attempted to implant a talent extension stent graft at the proximal end of the previously-implanted talent 44 x 44 graft; however, during deployment, the bare spring rolled backward/misaligned. The misaligned bare spring did not perforate the aorta or cause any other injury, and the physician did not perform any intervention. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results, conclusions: (cause of misaligned deployed bare spring is unk).